Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, belt/monitor unusable) has been confirmed. Upon investigation the monitor failed incoming testing and displayed a service code 204 (belt/monitor unusable). The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient had a damaged connector and was receiving service code 204 messages (belt/monitor unusable).